Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. T2 and part of the suture were returned detached from the device. The needle overmold assembly is significantly bent. The depth indicator was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip was seized. An analysis of the enclosed image appears to show a fast fix device within tyvex packaging. The distal tip appears to have a protective covering. A suture with an anchor appears to be taped to the handle of the device. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast-fix 360 could not be deployed. The t1 implant was not removed from the patient. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No other complications were reported.